Manufacturer narrative:
Batch review performed on 22 february 2016. (B)(4). On 23 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fracture during femoral canal preparation is a known possible complication of tha. There is no sign that this event may have been caused by device malfunction. Possible causes include: excessive impaction force, defective component orientation (torsional or about sagittal axis), problems with size choice. No information is available to let us formulate a hypothesis, so root cause cannot be determined.

Event description:
When the surgeon checked the alignment during the surgery, patient's femoral bone fracture was observed. He did not know when patient's bone was fractured, but he considered it was high possibility that patient's bone was fractured during the rasping and/or implanting the stem. Femoral bone was wired with a 2.0mm cable. Due to the hospital policy, no x-rays are available.

Manufacturer narrative:
On 19 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.